Event description:
Boston scientific received information that this atrial lead was explanted, due to high threshold measurements and poor sensing. A new atrial lead was implanted. There were no adverse patient effects.